Event description:
A customer complained that when they used excel off brand reagent strips they would rec'd a result of "lo" (less than 20 mg/dl) and would not have symptoms of hypoglycemia. A blood glucose of less than 20 mg/dl could represent a serious medical condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was advised to call the bayer 24/7 customer service line if there were any additional questions or comments. The complaint is considered closed for purposes of MDR.